Event description:
Tip of scissors broke off in pt. 2nd surgery required. C-arm was used to localize the tip. Tip removed. This report was prepared pursuant to the requirements of the smda, is inadmissable as evidence, and is not admission of liability.